Event description:
The technician alleged that the side rail will not latch in the up position. No pt impact.

Manufacturer narrative:
The technician replaced the shoulder bolt, screw, bushing and roller guide on the side rail to resolve the issue.